Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient visited their doctor for a scheduled appointment and the doctor noticed that the patient was delirious and talking nonsense. No readings were reported from that moment, but the patient would have had inaccurate cgm values at that time. The doctor sent the patient to the emergency room. At the emergency room the patient was given a sedative and the last thing they remembered is seeing a wheelchair. The patient would have had diabetic ketoacidosis and was treated with insulin. 3 days after the event, the patient was told that the cgm readings were inaccurate and was told to remove the sensor. At the time of the report, the patient was still at the hospital, and it was planned for the patient to be discharged the day after. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.